Manufacturer narrative:
A field service engineer (fse) went to the customer site and cleaned the incubator. No further incidents of this issue were reported. Review of service and complaint history for serial number 10212811 was conducted from 25-feb-2015 through 25-mar-2016 and identified no similar type of event. The most probable cause of this event may be related to incubator debris. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 the customer reported rotor noise during use of the aia-900 analyzer. The customer described the noise as a loose rotor. The customer powered off the analyzer and was able to completely turn the rotor manually, both ways. Per the customer no tipped cup was seen. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for prog, lh, and e2. There is no indication that patient intervention or adverse health consequences occurred due to the delay in reporting of patient results.